Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A web complaint was received regarding the detachment of the adc device after day 6 of wear. As a result, on (B)(6) 2022, the customer experienced hypoglycemia symptoms described as sweating and was provided an injection of glucagon by paramedics for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.